Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
It was reported the lancet protrudes beyond the end cap of the multiclix device. No adverse event reported. The reporter did not provide the lot number for the lancets. Return of the suspect device was requested for evaluation.